Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 37. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.